Event description:
The ventilator exhibited a vent inop error and alarmed. The customer reported that there was no pt involvement or reported patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer returned the device to the factory for eval. The service technician tested the unit and was able to duplicate the reported event. However subsequent testing by the service technician found the flow valve is not working. The flow valve will be replaced to correct the problem.